Event description:
It was reported the physician discovered the atlas system settings display was blank intra-operative. As the pt was under anesthesia at the time, the physician completed the procedure using the atlas system without the functioning settings display. No pt complications were reported as a result of this event.

Manufacturer narrative:
Neither the pt or device identifying info was provided. Attempts to obtain additional info from the distributor were unsuccessful.